Event description:
It was reported the device exhibited an over infusion during testing. No patient involvement.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal was bubbled. Review of the device's event history log is not applicable. To conduct functional testing the device had three accuracy tests performed. Upon testing, the over delivery problem was duplicated. The expulsor was determined to be the root cause. To address the issue, the expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.